Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault) and did not pass incoming functional testing. The cause for failure was isolated to the r19 resistor. The resistor was open and thermally damaged. The root cause of the open r19 resistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.